Event description:
It was reported that prior to insertion, the catheter and the pressure tubing extension (with stopcock) were flushed. At that time, a leak was noticed between the male luer and the pressure tubing extension. As a result, the pressure tubing was exchanged. There were no reported patient complications or delay in treatment reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.